Event description:
It was reported that the air hose connected to the ventilator¿s air inlet was leaking. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the air hose connected to the ventilator¿s air inlet was leaking. The ventilator was investigated on site by our field service engineer and a faulty air hose, battery module and a wheel were detected and in need of replacement. According to information the customer did not accept the quote for replacement of faulty parts. No root cause can be established for the reported issue.

Event description:
Manufacturer's ref. #: (B)(4).